Event description:
During a pt treatment, the blood pump stopped, the touch screen would not respond, and the video display was not updating. Staff alleged that no alarm occurred on the machine. When staff discovered that the blood pump had stopped, the dialyzer was clotted. Staff was unable to return the extracorporeal blood to the pt because of the clotting. Steff estimated the blood loss at 300 ml. The pt suffered no ill effects and required no medical intervention.